Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was 500 mg/dl. Customer required assistance from a healthcare provider due to the bg level to deliver a correction bolus and changed the pump supplies to resolve the issue. The customer continued to use current pump for insulin delivery.